Event description:
An intermittent force sensor connection and a broken force sensor pin was discovered during investigation.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of detection was duplicated during testing. Investigation revealed a dislodged display screen and partially dislodged force sensor pins. The force sensor flex pin was found to be broken off in the force sensor socket.